Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had issue of entire second column (all of the keys below the affected key) started to behave similarly. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had issue of entire second column (all of the keys below the affected key) started to behave similarly. No additional information is available.